Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device [note: hairline cracks were found on the unit's housing (cover), but it did not affect the esu's functionality.]. Finally, no anomalies were found in the review of the unit's device history record (DHR). The monopolar eectrode was also checked. There was a small hairline crack on the blue coag button, but it did not have any affect on the instrument's functionality or safety. In conclusion, no equipment problem was found that would have caused or contributed to the event. Upon reviewing the reported event, the disinfectant used in procedure was octenisept which contains phenoxyethanol. This chemical can form an ignitable vapor-air-gas mixture at high temperatures. Based upon this information, the spreading of the necrosis, and the size of the burn, it appears that the necrosis most likely was caused by the ignition of the disinfectant. The equipment's user manual expressly warns that ignitable gases/liquids in combination with electrosurgery can lead to a fire, when using disinfectants, care must be taken to ensure that they are not flammable or that these agents at least evaporate completely before using the esu and away from the area of sparking. The disinfectant can accumulate in body cavities in particular and may only evaporate with a delay. It must also be checked that no disinfectant has accumulated in body cavities such as the vagina. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a vaginal hysterectomy. The esu was used with an erbe monopolar electrode [part number (p/n) 20190-045, lot number (l/n) wo317323]. Additionally, an erbe nessy omega return electrode (p/n 20193-082, l/n: information not provided) was attached to the patient's right thigh. The settings used were cut effect 4.5 and coag effect 7.0. After cutting the cervix on the posterior wall of the vagina, a small "black spot" that gradually increased in size and spread which required further diagnostic intervention. The vaginal necrosis was about 10 cm x 10 cm and gray-black in color. To address the issue, a histological examination of the necrosis, monitoring in the intensive care unit (ICU), MRI monitoring, laboratory control, and 7-days in the hospital was needed. In addition, a diagnostic laparoscopy, cystoscopy, and insertion of a ureteral splint was performed.